Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that, the cs100 intra aortic balloon pump (iabp) showed automatic inflation failure. After the device was connected to the patient and started the device, it reported an error message automatic inflation failure and replaced the spare machine, no casualties. Patient information unknown.

Manufacturer narrative:
A getinge field service engineer (fse) on-site inspection on the 19th, it was determined that the drive valve group was faulty, and spare parts were ordered on the 22nd. The spare parts were received and replaced on-site, and the test was performed. The equipment functioned normally, and the test parameters met the factory requirements. The equipment failure has been repaired and can be used clinically. The equipment is handed over to the customer for use.